Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified right common femoral vein. A 18-6/5.8/75 xxl balloon catheter was advanced over a .035 wire for dilatation. However, during inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.